Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Event description:
It was reported that during a colon procedure, the device would not staple but cut. The patient had bleeding but another device was used to suture. No transfusion. There were no adverse consequences for the patient. One device was discarded.